Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to authenticate users. The technical support specialist logged into the enterprise server page using support credentials. The tss navigated to settings, selected interface setup, pressed user domains, selected the domain to edit, changed the synchronization ID to one of the specified formats, and entered and confirmed the service account password to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es station had a login issue and were unable to access the pyxis med link. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.